Event description:
It was reported that balloon rupture occurred. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a longitudinal tear 10mm long starting 7mm distal from the proximal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.